Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. Biomed had the arctic sun device that failed for error 80 (water check time out - unable to reach calibration temperature) expected 6 actual 33.0. Per additional information updated from ttm on 05may2025, biomed wanted to know if they need to order more cleaning solution as they need to replace mixing up, and also asking will they need to drain for repair. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that failed for several calibration errors 100 (unable to initiate user diagnostic mode)-101 (unable to set calibration parameters)-104 (unknown error at startup)-105 (non recoverable navigation error) 106 (unknown error during pre-warm) but the last one was for an error 80 (water check time out - unable to reach calibration temperature) expected 6 actual 33.0. Per additional information updated from ttm on 05may2025, biomed wanted to know if they need to order more cleaning solution as they need to replace mixing up, and also asking will they need to drain for repair.